Event description:
Potential for injury associated with the brake not working on an mvps manual wheelchair. This event could cause a chair to roll on an incline or it could cause the user to fall when attempting to rise from or sit into the chair.